Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), no flow occurred. Following treatment of the lesion with the oad, no flow occurred. Balloon angioplasty, thrombus aspiration and stent placement were performed to restore flow. The prognosis of the patient was good. Additional event information was requested but has not been received.